Event description:
It was reported that customer faced an event where due to the hot weather the infusion set came off on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: irelandname- (B)(6)street-(B)(6) based on the available information this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number however lot number was not provided. A complaint investigation was initiated under complaint investigation unfortunately no specific lot number was identified which limits the ability to trace or analyze a particular item investigation in progress to date no additional information has been received should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545